Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps was not confirmed the root cause is that the patient reused a solution bag. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
During troubleshooting for a related report, the home patient (hp) stated she disconnected the final bag and reconnected another bag. The baxter technical service representative had the hp end the therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.